Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence following radiation therapy. During a revision surgery, the physician confirmed that the cuff was too large. The device was explanted and replaced with a smaller cuff. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported allegation of length too long may have been due to a potential measurement error of the device at implant procedure. Urinary incontinence is acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.